Event description:
Allegedly mom, cultures were taken, head was removed and replaced with a stryker dual mobility liner and 28 mm xl head. Trailing was done. Left hip. Components not revised: profemur® raz stem sz 5 product ID : pyrd0005 lot number: 026284371. Profemur® modular femoral neck product ID: pha01202 lot number: 116386555.